Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, system log file analysis, and cc=part analysis. It was initially reported that during an emergency procedure the cooling pump malfunctioned. As a result, the tube became hot. The procedure could not be finished, and the patient had to be transferred to another hospital. An additional interventional procedure was necessary in the second hospital due to the patient's serious physical condition. According to the physician, the patient's physical condition has stabilized, and no major complications have occurred as a result of the delayed procedure. Detailed investigation revealed that the interventional procedure was delayed due to the limited tube cooling unit capacity. The system error message "tube hot, have a break" was displayed. This error message means that the system is fully functional, but the cooling unit capacity of the tube is reduced. This means that x-ray is still possible, but brakes on the release of x-ray are recommended. If the breaks of x-ray release were not performed, the system error message "no xray, tube too hot" will be displayed. This means that no more x-ray release is possible. According to provided information, the customer service engineer (cse) found one (1) malfunctioning pump of the one4all cooling unit. The returned cooling unit was examined in detail. The investigation of the cooling unit showed that the affected unit revealed extended damage of the heat exchanger. These traces of damage suggest that attempts were made to repair the damage independently by soldering and this was done without an official service activity by siemens healthcare. The one4all cooling unit has two (2) pumps which can provide the necessary cooling power with only one (1) pump working (in particular with megalix). The pump probably broke after a long idle, which could be consistent with the damage to the heat exchanger and subsequent water loss. A root cause for the non-conformity of the malfunctioning cooling unit could not be determined. The pump damage was most probably caused by the water loss, which was caused by the damaged heat exchanger. The cooling unit was replaced as part of service activity, which resolved the problem. The spare parts consumption of the defective cooling unit was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. During an emergency procedure, the unit was not properly functioning. The patient had to be transferred to a different facility to complete the procedure on an alternate system. Additional information was provided that due to the patient's serious physical condition, another intervention was necessary in addition to the one that had been performed. The patient's physical condition was stabilized, and no major complications as a consequence of the delayed intervention have been reported to siemens. Siemens has requested additional information in order to conduct an investigation of the reported event.